Event description:
A caller reported a malfunction on the pump, stating no notable events occurred prior to the issue. The impact on the customer¿s blood glucose level was unknown, as the caller declined to provide this information. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.